Manufacturer narrative:
Age/date of birth: unknown/ not provided. If explanted; give date: not applicable, the lens remains implanted. Device evaluation: the device was not returned at the manufacturing site as lens remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a trailing haptic that got stuck in the plunger and use of forceps was necessary to manage the lens. The lens was implanted. There no patient injuries reported. There was no indication medical or surgical intervention was required. No additional information was provided to johnson & johnson surgical vision.